Event description:
It was reported that tip detachment occurred. A platinum plus was inserted to the target lesion. However during procedure, it was noted that the distal portion of wire separated inside the patient's body. Patient injury occurred and the physician removed the device after which the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed on the returned device revealed tip damage in the form of stretching/unraveling and the tip was detached. Dimensional inspection revealed the outer diameter of the distal section, middle section, and proximal section of the device were all within specifications. Inspection revealed no other damage or irregularities.

Event description:
It was reported that tip detachment occurred. A platinum plus was inserted to the target lesion. However during procedure, it was noted that the distal portion of wire separated inside the patient's body. Patient injury occurred and the physician removed the device after which the patient was fine.